Event description:
The complainant in the EU reported patient was treated for acute myocardial infarction/cardiogenic shock and was scheduled to receive hemodynamic support with an impella cp pump. During the preparation of the impella cp heart pump, the automated impella controller (aic) did not recognize the purge cassette. The backup controller was therefore used and the problem was solved. There was no reported patient harm.

Manufacturer narrative:
The investigation into the reported aic - purge disc/flag issues has been completed. Review of data logs confirmed that a purge disk not detected alarm occurred. The console was received for analysis and tested. Upon examining the automated impella controller (aic) for any visible defects, it was evident that the purge disc detection flag was broken which would result in a ¿purge disc not detected¿ alarm. The root cause of this issue was determined to be a broken/missing purge disc detection flag.